Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on (B)(6) 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
Customer reported via phone call to have infusion set issues. Customer's blood glucose was 374 mg/dl. During troubleshooting, insulin did exit with prime. Found the cannula was bent. Customer was advised the infusion set will be replaced. Customer will not be returning the infusion sets for analysis.